Event description:
It was reported that an ilet pump displayed repeated ¿unable to proceed¿ alerts during supply change and rewind, with an associated motor stall alert, despite multiple restarts and subsequent charging above half capacity; a replacement device was issued and the user was advised to shut down the pump, use backup therapy, and continue cgm use as needed. Symptoms included no reported adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included technical troubleshooting over the phone and review of device performance during a dry run. Investigation of this case revealed a motor stall during rewind consistent with a pump mechanical or motor function issue that did not resolve after restart and charge. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the motor drive during rewind.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.